Event description:
Customer reported receiving an error alarm on the insulin pump. Customer stated that she was trying to exit the priming process, but the insulin pump kept returning to the rewind. Customer also stated that the insulin pump was squirting out insulin during the manual priming process. Blood glucose level was 230 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. Unable to verify prime alarms due to motor error alarms. Insulin pump received with cracked case at display window corners, reservoir tube and reservoir tube lip and battery tube threads. Insulin pump received with minor scratches on display window. The motor was tested outside the device and passed.